Event description:
Complaint alleged that bed head up and down was not working.

Manufacturer narrative:
Technician found head up and down hydraulic valve was not working. Replaced valve to resolve this issue.